Event description:
I received lasik at north suburban eye with dr. (B)(6). I felt the actual laser as my eyes were not numbed from the drops and it had been a good 45 minutes. I have had multiple infections, foreign body sensation, dry, burning, red eyes. The first month I had multiple close calls driving as it was hard to judge distances driving and I could not see the signs on the overpass signs on the highway/freeways. I have tried 3 different plugs in my eyes, different drops, gels, ointments, masks but nothing works. I have to use preservative drops and the others irritate my eyes. When I try an ointment at night, I wake up and my eyes are green crusted over and I get pinkeye.